Event description:
Subject: safety concern used/contaminated (B)(4) breast pump sold as new product name: (B)(4) freestyle hands-free electric breast pump product listing condition: new supplier: (B)(4) sold by: (B)(4) fulfilled by: (B)(4) incident description: I purchased a new (B)(4) freestyle hands-free electric breast pump from amazon.com. While the outer amazon shipping box was securely sealed, I was shocked by the condition of the actual product box and its contents: pump parts were jumbled together without proper internal packaging; a handwritten sticky note inside the box read: "do not come with charger" ¿ and indeed, the charger was missing; the parts showed visible signs of possible prior use and were not in hygienic condition this strongly suggests the product was returned (possibly more than once), and then resold without inspection, sanitization, or proper repackaging. Given that breast pumps are medical-grade devices used in direct contact with breastmilk, this poses a serious health risk to mothers and infants. I contacted amazon customer service, but they simply instructed me to return the product. They offered no assurance that this potentially contaminated device would be properly handled or removed from circulation. My concern is that it may be resold again to another unsuspecting parent. This raises a public health concern, especially for first-time mothers who may not realize their product is used. I initially reported this incident to the consumer product safety commission (cpsc). After reviewing the case, they advised me to report this matter to the food and drug administration (FDA), as it involves a medical device and potential health hazards related to contamination and misuse. I am filing this report to urge the FDA to investigate this practice and to ensure that used, returned, or compromised breastfeeding equipment is not recirculated as new.